Event description:
It was reported that the patient presented in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited a recurrence of radio frequency (rf) telemetry loss.